Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead tripped the lead safety switch (lss). It was noted that the last three times the patient was seen in the clinic, the lss was observed. A review of the daily measurements found stable pacing impedance measurements of 500-600 ohms. Technical services discussed the lss would occur if any daily measurements were less than 100 ohms or greater than 2500 ohms, and the pacing configuration would switch from bipolar to unipolar. It was confirmed that the lead was in unipolar configuration due to the lss. Impedance testing in both unipolar and bipolar configurations produced measurements of 500 ohms. A review of the arrhythmia logbook found many v-tachy episodes stored, which were caused by noise. Strips showing noise were emailed to the boston scientific field representative, and it was reported to the field representative that a chest x-ray had been performed and the patient would return in january to address the rv lead issue. It was noted that the patient paced only 14% of the time; no adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information. The physician has decided on intensified follow-up for this lead issue and the patient was scheduled to be seen in approximately six weeks. The lead has not been replaced and no surgical intervention has been scheduled. Our investigation is complete; however, this investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of lead was returned, with only the lead tip missing. Dried blood was noted in the entire lead lumen. The terminal pin was bent 14 degrees; this likely occurred during removal. Insulation abrasion was observed at 270-274 mm from the terminal pin and the conductor coil was fractured 305 mm from the terminal pin. Additional damage such as deformed and stretched conductor coils and torn insulation was observed, likely caused during the extraction procedure. Laboratory analysis concluded the reported clinical observations were caused by the insulation damage and conductor fracture.

Manufacturer narrative:
The lead remains in service without further complication. Rv pacing remains available. This investigation will be updated when additional information is provided.

Manufacturer narrative:
Boston scientific received additional information. At the patient's next device check, the lss was again observed, and many vt episodes were stored due to noise; noise was reproduced with patient isometrics. During testing, lead measurements remained stable and within normal limits in the bipolar and unipolar configurations, except for the pacing impedance measurements taken in bipolar during isometrics, which were less than 100 ohms. The patient had an underlying rhythm and did not complain of any symptoms. The field representative later learned that a lead revision procedure was performed. The physician was not able to obtain venous access, so he intended to implant new leads on the patient's right side. Competitive ra and rv leads were implanted and connected to the chronic device. A lead extraction was then performed. The chronic ra lead was successfully removed. However, the rv lead was attempted to be removed without retracting the helix. The rv lead broke apart and the distal portion of the lead remained within the patient. The physician suspected the rv lead was fractured. The explanted leads were expected to be returned for analysis. This report will be updated upon return and completion of analysis.